Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Hardware parts were replaced on the navigation system. The navigation system then passed the system checkout and was found to be fully functional. The monitor power cable part was returned to medtronic for further evaluation. The returned cables were found to be in good condition and passed a continuity test with no opens or shorts detected. There was no problem found with the returned monitor power cable part. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the navigation system¿s screen was going black. A medtronic representative (rep) was able to replicate the behavior by wiggling the power cable on the back of the monitor, indicating the port was loose/compromised. It was securely fastened down but the screen was still going black. It was noted that the rep proceeded with use by wiggling the cable when needed. There was no patient present when this issue was identified.